Event description:
During a low anterior resection procedure, the device did not form complete staples. The distal staple line came apart and had to be sewn back together. There was no patient consequence.